Event description:
The us complainant had a impella rp supporting a patient when the automated impella controller fell to the floor and caused sensor damage. There was no reported harm or injury to the patient from the automated impella controller damage. The automated impella controller should be swapped with a backup. It was reported that the procedural outcome was the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
After console was received in danvers, the damage had been confirmed. In addition to damaged pump plug connector, the optical pump plug connector cover was missing, but also the impella connect module had dislodged from its mounting bracket and needed re-seating. Visual inspection of the inside of console did not reveal any additional damage. This report is being filed as part of a retrospective review of historical records.